Event description:
I had the essure implants placed in roughly (B)(6) 2012. Ever since I have had urinary tract infections, kidney infections, loss of menstrual cycle and pain and discomfort in the abdominal area. Have reported concerns to my ob/gyn who referred me onto an endocrinologist. I have also reported these concerns to my family physician as well. This was the worst decision I have made regarding my health. I chose essure for convenience due to the fact that I was happy with the three children I have and didn't have plans to have anymore children. This product is plain awful.